Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a button alarm 22 after attempting to deliver a quick bolus. Reportedly, the wake button appears to be sticking down. There was no impact to customer's blood glucose level.